Event description:
It was reported that during a da vinci-assisted surgical procedure that the left master tool manipulator (mtm) drifted. The intuitive tech support engineer (tse) asked the caller if the surgeon was willing to move to surgeon side console (ssc) 2 to help determine if the reported issue was due to the patient side cart (psc) setup, or mtm related. The surgeon did not switch consoles. The tse reminded the caller that it is recommended for the surgeon to not take their hands off of the mtms when their head is in the viewer, as there is the risk for drift. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, fse investigation is not complete.